Event description:
It was reported that an error message occurred during power up, prior to case coverage. The programmer was turned off/on, and the medtronic screen appeared, with blue lines. It was again turned off/on, and there was nothing. The programmer was switched with another to do the case and returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, as a result the main processing unit (mpu) circuit board was replaced, the hard disk drive was reconfigured and software was reloaded. (B)(4).